Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR number: 3005334138-2021-00070. During an atrial fibrillation cryoablation procedure, the patient developed a pericardial effusion. The patient had unusual cardiac anatomy. Two different transseptal needles were used to make multiple attempts to cross the atrial septum. After what was believed to be a successful puncture, the introducer was advanced and the diagnostic catheter was inserted to collect geometry and local egms. It was difficult to collect geometry as it was not clear where the catheter was placed in the heart. Soon after the mapping catheter was placed, arterial hypotension was noted, and the procedure was aborted. Intracardiac echocardiography was used to locate the effusion. Cardiopulmonary resuscitation was performed along with administration of an epinephrine drip, followed by a pericardiocentesis to stabilize the patient. Following pericardiocentesis, the patient went into ventricular fibrillation and was cardioverted. Spontaneous circulation resumed, and the patient was noted to be in supraventricular tachycardia. The patient was transferred to the intensive care unit, and was stable and off ventilation on (B)(6) 2021.